Event description:
During routine testing of the device at the service center, the user reported the outer metal shell of the main cable was deformed. The user also reported a foreign substance on several pins at the base of the central control monitor. The monitor was originally returned for a display issue. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.